Manufacturer narrative:
The device was returned for evaluation. All labels were still intact. There was no physical damage found on the device. As a result of checking the log, it confirmed that there was a recent record of repeated power on/off, presumably caused by a cassette recognition failure. A function test was performed. It could not confirm the customer reported issue. Possible defective downstream sensor or cassette product caused the reported problem. The root cause is unknown. Preventively, the downstream sensor was replaced, and the upstream sensor was re-calibrated. The device passed all functional/delivery tests. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. (UDI number) is unknown. No information has been provided to date.

Event description:
It was reported that during the use of the product, a no message alarm went off. There was no patient injury.